Event description:
On (B)(6) 2009, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2020, films were read by the gore field sales associate that revealed the contralateral leg component in the left common iliac artery was now "floating in the aneurysm sac. On (B)(6) 2020, a reintervention occurred whereby additional components were implanted to treat the lack of circumferential device apposition.

Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data: additional information received: the physician stated that the cause of the lack of circumferential device apposition was disease progression. H6: result code 1, conclusion code 1, conclusion code 2.